Event description:
During an in clinic follow up, oversensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating diagnostic imaging was performed. A lead revision is anticipated but has not yet been performed.